Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-35 lead, implanted: unknown. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) earlier than expected. The right ventricular (rv) lead has displayed high pacing impedance in the past and now displayed low pacing impedance. The right atrial (ra) lead has also displayed high pacing impedance. It was suspected that the rv and ra leads were fractured. An intervention was planned for ipg replacement with possible lead revision. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information was received on (B)(6) 2014 indicating the device was explanted and replaced. During the revision it was observed that the connector block was broken. The leads remain in use. No further patient complications have been reported as a result of this event. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.